Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon distracted the growing rod construct and during final tightening, the single innie setscrew stripped out.

Manufacturer narrative:
Visual evaluation of the returned device showed slight witness marks on the sample device. It was also observed that the set screw fell apart from the open closed connector. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause cannot be positively determined. However, based on the visual evaluation of the returned sample, the possible cause of the defect is the instrument been subjected to anticipated torsional forces during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.